Event description:
It was reported that, surgeon called rep and stated that the pt came to the office with squeaking in right hip. Surgeon stated that he would like to convert him to "metal on poly."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.